Event description:
The philips representative reported the connector pulled out of the ac power module. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.